Event description:
It was reported that during a da vinci-assisted umbilical ipom surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support and reported the right hand of the console was drifting around. The isi technical support engineer (tse) reviewed logs and found errors on the right master tool manipulator (mtm). The tse had the customer exercise the master tool manipulator (mtm), adjust the ergo settings, and perform a hard power cycle on the surgeon console without resolving the issue. The customer attempted to power cycle the system several times, but at each power up had error 25588. Once the right mtm was disabled, the system started normally. The customer did not have a spare console. The procedure was converted to laparoscopy surgery with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the remote arm controller (rac) 2 and master tool manipulator (mtm) to correct the reported issue. The system was tested and verified as ready for use. Isi received the rac involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not confirm or replicate the reported event. Fa installed the rac into printed circuit assembly (pca) xi system, and power up surgeon side console. The rac passed cpld check, voltage in range, fan is running, idle system for 30 minutes, power cycles for one hour no error/issue. Isi received the mtm2 involved with this complaint and completed the device evaluation. Fa investigation was able to reproduce the reported complaint during calibration via matlab. The following parts will be replaced as a fix: axis 6 motor, axis 6 magnet cup. No image or video clip for the reported event was available for review. A review of the site's system logs for the reported procedure was done by isi technical support engineer (tse) and isi fse. Investigation revealed the following possible related system errors: error 25588 and 23009. Additional logs show system (B)(4) was used on (B)(6) 2022 for an umbilical hernia ipom procedure. This complaint is considered a reportable event due to the following conclusion: the customer converted to laparoscopy after the start of the procedure due to the right master tool manipulator was drifting. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.